Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, bladder problems, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic adhesions. It was reported that the patient had the concurrent procedures of laparoscopic sacral colopexy, laparoscopic lysis of adhesions and cystoscopy performed during mesh implantation.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent laparoscopic lysis of adhesions with open repair enterotomy and removal of mesh foreign body of small bowel on (B)(6) 2008 due to mesh scarring. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic floor relaxation and vaginal prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, bowel problems (hole in small intestine), organ perforation and vaginal scarring. It was reported that patient underwent resection of mesh material on (B)(6) 2008 due to symptomatic rectocele, severe dyspareunia and pelvic pain. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).